Manufacturer narrative:
The patient¿s weight was not provided. Device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 years and 8.5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient was with a friend doing laundry when there was a sudden lvad alarm and the patient collapsed. 911 was called and the patient was taken to the local emergency room. The patient subsequently expired on the same day. The vad coordinator reported that it was thought that the patient's percutaneous lead (lead) may have had some acute event resulting in a pump stoppage. The vad coordinator had spoken to the patient earlier in the day before the event and the patient had no complaints. Two system controller log files were submitted for evaluation and their evaluation by the manufacturer' technical services representative revealed 28 pump stoppages and 36 low speed advisory alarms on the first log file and 29 pump stoppages and 20 low speed alarms on the second log file. The events appeared consistent with potential issues with the lead and occurred when the patient was supported by both the power module as well as battery power. Multiple driveline disconnect events were also observed. No further information was provided.

Manufacturer narrative:
Device evaluation: the report of driveline wire damage causing pump stoppages was confirmed based on the evaluation of the returned device. The driveline was returned intact and continuity testing of the driveline revealed no discontinuities; however, upon removal of the outer silicone sleeve, breakdown of the braided shield was observed at approximately 2.5-5 inches from the nipple of the pump housing. At approximately 3 inches from the pump housing, corrosion of the metal braided shield consistent with an electrical short was observed and a small hole could be seen in the clear bionate layer. Visual examination of the underlying wires in this area revealed large breaches in the orange and yellow wire insulation as well as smaller breaches in the red, brown, black, and green wire insulation at approximately 3 inches from the pump housing, exposing the inner metal conductors. The observed damage of all six wires appeared to be the result of fatigue due to repetitive movement and abrasion against the braided shield in this location. The reported pump stoppages could have been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power (such as the power module) or on battery power as seen in the submitted system controller log files. The system also had the potential to short to ground, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the braided shield while the patient was operating on a tethered power source. Examination of the pump's blood contacting surfaces, upon disassembly of the pump, revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's autopsy did not find any cause of death.